Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 21-mar-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid at an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported that the catheter that was implanted in the patient's spine "never worked" because the catheter broke. The patient went into surgery to have the catheter replaced. The patient was bedridden for 7 months because of issues with the catheter. Additionally, because the catheter never worked and was broken, the "medicine never came out of the unit". It was noted the patient had previously had 16 neck surgeries and had been in pain management for "a while". No further issues were reported or anticipated.